Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 600mg/dl, and he was treated with an insulin drip and fast acting shot of insulin. It was stated that the doctor believes the insulin pump was malfunctioning. The mother stated t hat possible changes may have been affected since he is eleven years old. Advised the caller to contact us if the customer's blood glucose runs high for no apparent reason. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.